Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports on (B)(6)2019 the device was inserted and on (B)(6)2019 the catheter was found obstructed and leaking with red sw elling locally. The customer indicates that a small hole was found on the proximal and distal end of the device. No harm to patient reported.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports on (B)(6) 2019 the device was inserted and on (B)(6) 2019 the catheter was found obstructed and leaking with red swelling locally. The customer indicates that a small hole was found on the proximal and distal end of the device. No harm to patient reported.